Event description:
Transport ventilator was connected to patient and functioning in the hf mode at 580-600 bpm with mean airway pressure set at 10. Working pressure was between 30-38 psi. While transporting, mean airway pressure (map) began to rise. Peep valve was adjusted but pressure continued to rise. Peep valve was removed and pressure continued to rise reaching 20. Ventilator was removed from patient and baby hand-bagged while ventilator phasitron was checked for problems. Unable to find problem. Unable to achieve sats in 90's, even with hand bagging.